Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, on ilet therapy and using an inset infusion set, forgot to remove the needle guard during insertion, resulting in an incorrectly deployed infusion set; blood glucose was reportedly unaffected, and the user subsequently performed a successful insertion after guidance. Symptoms included no adverse physiological effects. Outcomes included replacement infusion sets shipped to the user and instruction to contact support prior to the next site insertion. Investigation included review of user feedback and reported use steps. Investigation of this case revealed user handling error related to the needle guard and improper deployment of the infusion set. It was concluded that the event was due to use error, with no device malfunction identified.